Event description:
Sales consultant reported a (B)(6) male underwent a l3-4 posterior fusion with click¿x instrumentation. He is a healthy compliant pt, non-smoker. A follow-up x-ray revealed that on one side of the click¿x construct, the rod is sliding out of the screws. The pt doesn¿t have any pain or problems so the surgeon isn¿t electing to take him back to surgery. During the original surgery, the locking caps were tightened as tight as they could be ¿ until he got the titanium ¿squeal¿. There is no evidence on the x-ray that the caps are loose. This is #1 of 5 for the same event.

Manufacturer narrative:
Lot number ¿ three lot numbers were reported but only two locking caps were loose. It is unk which of the three lot numbers belong to the loose caps. Review of the mfg records for all three lot numbers reported found no complaint related issues.